Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the left tmj was removed due to need for maxillary advancement.

Event description:
No new information.

Manufacturer narrative:
Additional information: h4, h6. Correction: d4. It was determined after receiving further clarification from the customer and the log files from the device, this event for this product was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. The information provided does not allege any deficiencies related to the device¿s identity, quality, durability, usability, reliability, safety, effectiveness, or performance as defined by stryker cqm-02. Therefore, the reported event does not qualify as a complaint and the investigation will be closed as a feedback report.